Event description:
The reason for call was after getting the ins turned on the pt waited 2 weeks to get the ins battery turned on. When they got home from getting it turned on at 3pm, the pt felt like their whole body was being electrocuted from their arms to their legs, to their toes. Pt called rep and they said something was wrong for the pt should not feel electrocuted so they turned therapy off but they still felt like they were being electrocuted. This started a week ago. Pt went in to see their doctor who gave them antibiotics since their hcp thought they had a secondary infection. The pt just finished their antibiotics but when the pt stoop up they started to swell and when they sat down the swelling would go away. The patient was redirected to their healthcare provider to further address the issue. Pt had an appointment with their hcp for (B)(6). The next day pt charged and tried to connect but it would not connect. All weekend the pt could not get their handset to connect and they still felt like they were getting electrocuted even though nothing was on. Prior to calling into patient services pt worked with hcit to get the wireless recharger and communicator to connect (it0210942) but the pt was still swelling. Pt claimed their issue was with their back and not the batteries in the equipment. Pt mentioned they had problems with their handset battery draining quickly and blamed it on the ins electrocuting their body. [See (B)(4) - issues connecting].

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.